Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that ac adapter was connected and power up complete were recorded in history. During analysis, the customer?s problem was confirmed, the main board (internal battery-low voltage) was unable to hold on current data memory. Device had a late event log date. Due to the main board internal cloak battery low voltage. Recharge up the internal clock battery for 200 hours. Clear error code. Service recommended reinstalling software and recharging up the main board internal battery for over 200 hours for preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing of a smiths medical cadd solis vip pump, settings and data was lost. No patient was involved in this event. No adverse effects were reported.